Event description:
It was reported by a company representative that a neurologist informed her that a vns patient was deceased. No cause of death or relationship to vns was provided at the initial time of report. Good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date.